Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to discomfort. Update ad 17 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of litigation records. Litigation alleges friction and wear between the metal head and metal liner caused the released of large amounts of toxic metal ion into the patient's body resulting to inflammation, severe pain, discomfort, tissue, bone injury. Added stem due to alleged large amounts of toxic metal ions. Doi: (B)(6) 2009; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigative update: 17 / september / 2021. Photographs have been provided for review. No device associated with this report was received for examination. Two images have been provided for review. One is an antra-op image of patient tissues and one is excised tissue. From the images it is reasonable to confirm a tissue reaction / irritation. No x-ray images or product photos provided. No conclusions can be drawn or confirmation made regarding additional allegations. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Pfs alleges metal poisoning. After review of medical records patient was revised to address metallosis of the left hip following metal on metal hip replacement.

Event description:
Ppf alleges metallosis. Doi: (B)(6) 2009 - dor: (B)(6) 2016 (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report.